Event description:
Or staff report a reprocessed ethicon harmonic scalpel failed when attempting to use for a thyroidectomy. When tested before use, it took 3 attempts to get it to actually pass test, then failed when went to initiate use. This device did not reach the patient, no injury, just delay due to troubleshooting issues. Reprocessed device replaced with a new ethicon device of same type and procedure was completed with no further issues.